Event description:
Customer reported the "y" connector in the silastic reading tube cracked at the base of the "y" after less than 36 hours insertion. Due to the feeding formula leakage, the staff tried taping the connector and when this did not work, the entire tube was replaced. The pt experienced no adverse effects due to the tube replacement.

Manufacturer narrative:
No sample was returned and no lot information was provided. The product referenced in the customer cimplaint is not assembled using a "y" connector. It is impossible to investigate this complaint further due to lack of information.